Event description:
It was reported that, "the above cemented cup and morse taper head were explanted due to aseptic loosening of the acetabular component."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as the explanted devices were not saved. Additional information pertaining to the device referenced in this report was requested . If it becomes available, the evaluation summary will be submitted in a supplemental report.